Event description:
Broken polyethylene acetabular insert, left tha performed in dec 1989. Problem discovered when pt was unable to walk. Exam revealed dislocated left tha. Closed reduction unsuccessful. Underwent surgery 9/23/96 for acetabulum revision left tha with cemented cup and polyethylene insert.